Event description:
It was reported that the pt underwent a left-sided l5-s1 minimally invasive tlif. Postoperatively, the pt showed a 75% improvement in his lower back pain, and complete resolution of his radicular symptoms. At 51 months post-op, the pt developed recurrent left leg pain. MRI and CT demonstrated new ectopic bone formation in the left l5-s1 foramen with moderate neural impingement. Initial management with therapeutic steroid infections and non-steroidal anti-inflammatory medications led to significant pain relief, and further surgery was subsequently not elected. The pt's clinical symptoms remain unchanged.

Manufacturer narrative:
(B) (4). Literature article citation: chen et al. Symptomatic ectopic bone formation after off-label use of recombinant human bone morphogenetic protein-2 in transforaminal lumbar interbody fusion. J neurosurg spine 2010;12:40-46. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.